Manufacturer narrative:
Device not returned.

Event description:
Prior to the onset of the cardiopulmonary bypass procedure, the user reported that the tlink did not respond to the peripheral devices. The indicators went from green to yellow at which time the screen was not responding. The device was rebooted several times prior to the beginning of the procedure. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.